Event description:
On spontaneous call from the pt, she reported that one of her cadd ext sets was leaking by the filter. She changed to a new ext set and everything is ok now. No adverse events reported. Pt has the defective ext set on hand, but did not have the packaging, so she could not provide the lot number. Reported (B)(6) to pt/caregiver.